Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Internal insulation abrasions were noted at 6.7-8.0cm, 13.3-13.7cm, 39.5-39.8cm, and 40.2-40.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during the analysis.